Manufacturer narrative:
This report is submitted on march 14, 2020.

Manufacturer narrative:
This report is submitted on 24 january 2020.

Event description:
Per the patient's surgeon, the patient experienced pain and non-auditory sensations with device use; subsequently the device was explanted on (B)(6) 2018.